Event description:
It was reported that the device posted an error message during a running ventilation episode and performed a reboot. As per report this did not lead to consequences for the patient.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into on-site examination of the device. Upon request for further information. It was responded that the device is back in use without exchanging any parts. A restart has cleared-off the error condition. This is insofar plausible that the specific error code is causally connected to an access failure to configuration data stored in a flash eprom on the main board. Depending on the exact nature of the missing data the device will either continue ventilation without restrictions or perform a single restart to remove the error condition. During the duration of the restart which is typically lasting a few seconds only, the breathing system is being opened by the device to allow spontaneous breathing. As confirmed for the particular case the user is alerted to the reboot by means of a corresponding alarm. Ventilation will be continued with previous settings after successful completion of the reboot. Dräger finally concludes that the device responded as designed upon a specific error condition. The unit was in operation for more than eleven years already; service status is unknown. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. H3 other text : device not available for evaluation.